Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited noise. Noise could not be reproduced with provocative testing. The device was reprogrammed. The patient did not experience any adverse events. It was noted via a remote transmission that noise was still present on the lead. The lead was capped and replaced on (B)(6) 2014.